Manufacturer narrative:
Device passed self test however, device received pump error 43 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43. Device tested outside the device and received pump error 43 at rewind. Device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer was able to clear the alarm and unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.